Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that 11 months post implant of this mitral mechanical valve, the device was explanted and replaced with a mitral bioprosthetic valve. The reason for the replacement procedure is unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.